Event description:
Reportedly, the subject programmer could not be turned on after its update to smartview version 2.50. An investigation is required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer could not be turned on after its update to smartview version 2.50. An investigation is required.